Manufacturer narrative:
(B)(4).

Event description:
The rep reported that during a generator change out, the physician saw insulation abrasion on the right ventricular lead. When the physician was holding the device out of the pocket and was manipulating the lead, he noticed short pauses in pacing. The rep did not know if this was because of oversensing or failure to capture. The lead was capped and replaced.